Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had 7 months of continuous uti's. The first uti started in the summer of 2024. For a while they had the patient catheterized, and it got better. Then several years back they stopped catheterizing, and they had fewer utis. Then they had a spell where they couldn't get uti- free. They had rotating infections. It wasn't always the same genus of klepsiella. It was handled at the doctor's office. They are going to be under narcotics for a couple of days after the surgery, and they want a rep to come to shut the device off for surgery and turn it back on after surgery. They called the hospital last friday, and they said they had nothing to do with this and to call the hospital and do pre- admittance. The patient was redirected to their healthcare provider to further address the issue. Sent email to the field on the patient's behalf. The patient suggests that when their rep quits, they get alerted and then get alerted to who the new rep is when they are replaced.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown interstim. It was reported that the patient has had 7 months of continuous uti's. The first uti started in the summer of 2024. For a while they had the patient catheterized, and it got better. Then several years back they stopped catheterizing, and they had fewer utis. Then they had a spell where they couldn't get uti- free. They had rotating infections. It wasn't always the same genus of klepsiella. It was handled at the doctor's office. They are going to be under narcotics for a couple of days after the surgery, and they want a rep to come to shut the device off for surgery and turn it back on after surgery. They called the hospital last friday, and they said they had nothing to do with this and to call the hospital and do pre- admittance. The patient was redirected to their healthcare provider to further address the issue. Sent email to the field on the patient's behalf. The patient suggests that when their rep quits, they get alerted and then get alerted to who the new rep is when they are replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.